Event description:
Information received by medtronic indicated that the insulin pump had pump error alarm. Customer was unable to clear the alarm and able to rewind. Customer stated that insulin pump error occurred after ever battery change for last 2 months. Battery lasted week or 3 days. No harm requiring medical intervention was reported. Customer will discontinue the insulin pump.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.